Event description:
The facility reported an infusion pump with a faulure code 703. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.